Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned that a patient with a 27mm 3000tfx valve underwent a valve-in-valve procedure after an implant duration of 8 years, 1 month due to re-stenosis. The procedure was performed with a 29mm 9600tfx transcatheter valve and the patient was in stable condition post procedure.

Manufacturer narrative:
The most likely cause is patient factors, including a history of severe bicuspid as and hyperlipidemia.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including a history of severe bicuspid as.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, b7, h6 (health effect-clinical code, device codes).

Event description:
It was learned that a patient with a 27mm 3000tfx valve underwent a valve-in-valve procedure after an implant duration of 8 years, 1 month due to severe calcification, degeneration, severe restrictive leaflet motion, stenosis, and regurgitation. A 29mm 9600tfx valve was implanted. The patient was in stable condition post procedure. Per medical records, the patient presented with progressive nyha class 3 symptoms. The procedure was initially performed with a 29mm non-edwards transcatheter valve post planned surgical valve fracture with a 28mm true balloon. However, the non-edwards valve migrated inward after partial deployment. A 29mm 9600tfx transcatheter valve (v-in-v-in-v) was implanted in the non-edwards valve with good result. The patient tolerated the procedure well.